Event description:
Device issue: dislodged stent. Time of device issue: during preparation of the device. Adverse event: none. It was reported that during preparation of the device upon removal of the protective sheath; the stent implant dislodged from the stent delivery system (sds) balloon and remained inside the protective sheath. It is not clear if the sds had been connected to the indeflator at this point. The procedure was completed by implanting another stent. Reportedly, there was no patient involvement with this device. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system (sds) was returned without blood or contrast. The stent implant was dislodged from the balloon and was located inside the protective sheath. There was no damage noted to the stent implant and the protective sheath. There were crimp marks between the markers of the tightly folded balloon suggesting that the stent was properly placed at the time of manufacture and that the balloon was not pressurized. There was no other damage noted to the sds. The stylet was not returned. During device analysis, the outer diameters of the stent implant and the inner diameter of the protective sheath were measured and these measurements met manufacturing criteria. Additional information was received stating that it is unknown if the indeflator was connected to the sds at the time of dislodgment. In this case, it is possible that negative pressure could have been applied to the sds during sheath removal which could have contributed to the stent dislodgment. A review of the finished product lot history records did not reveal any nonconforming material records and all lot release testing met specification. Although a conclusive cause could not be determined for the stent dislodgement, there is no indication of a stent delivery system product deficiency. All stent delivery system are inspected for proper stent placement and crimped stent outer diameter. Additionally, a sampling of units is destructively tested to verify stent dislodgement force prior to release of the lot.